Event description:
It was reported that prior to use, the 2.50x12mm nc trek neo balloon dilatation catheter (bdc) was soaked in saline, and air aspiration was performed outside the patient anatomy. Additionally, there was no difficulty when removing the protective sheath. The procedure was to treat a lesion in the mid left anterior descending (mlad) artery. During advancement, the bdc met resistance due to the anatomy. The balloon was inflated for dilatation; however, during the second inflation to 20 atmospheres (atm), the balloon ruptured. The bdc was removed with resistance noted from the anatomy. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another nc trek neo bdc was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Medical device problem code 2017 - above rbp. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the balloon was inflated to 20 atmospheres. It should be noted that the coronary dilatation catheters (cdc), nc trek neo, instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the nc trek neo device is 18 atm; therefore, rbp was exceeded. It could not be determined if inflating the balloon slightly over the rated burst pressure contributed to the rupture. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.